Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'), pregnancy with contraceptive device ('pregnancy :- stillbirth/miscarriage') and abortion spontaneous ('pregnancy :- stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy :- stillbirth/miscarriage". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), psychological trauma ("psych injury") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery and tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, pregnancy with contraceptive device, abortion spontaneous, psychological trauma, hormone level abnormal, weight increased and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, dysmenorrhoea, hormone level abnormal, pregnancy with contraceptive device, psychological trauma and weight increased to be related to essure. The reporter commented: she received treatment for psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs received : new event, " hair loss" was added. New reporter contact information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)'), pregnancy with contraceptive device ('pregnancy :- stillbirth/miscarriage') and abortion spontaneous ('pregnancy :- stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy :- stillbirth/miscarriage". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and psychological trauma ("psych injury"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery and tubal ligation). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, pregnancy with contraceptive device, abortion spontaneous, psychological trauma, hormone level abnormal and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, hormone level abnormal, pregnancy with contraceptive device, psychological trauma and weight increased to be related to essure. The reporter commented: she received treatment for psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received : event injury was updated to dysmenorrhea. New events : psych injury, pregnancy on contraceptive device, device ineffective, miscarriage of pregnancy, hormonal changes, weight gain and device removal date were added. Patient's date of birth and reporter address were added. Device insertion date updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.